Event description:
It was reported that the patient underwent a posterior lumbar fusion at l3-5 to treat degenerative disease. Approximately 4 months post-op the rods were found broken between l4-5. No additional info has been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.